Event description:
This complaint is now reportable based on analysis completed on 26 sept 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 24 mm promus element stent delivery system (sds) was advanced; however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent detached.

Manufacturer narrative:
Device is a combination product. 2134265-2013-07398 . Age at time of event: 18 years or older. Device evaluated by MFR: the complaint unit was returned without the stent. The balloon appeared to have been inflated and deflated with inflation media inside the balloon. The balloon wings were not completely folded back indicating that the stent may have been deployed. The tip was slightly flared which is consistent with the reported difficulties in crossing the lesion. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. 2134265-2013-07398 .